Manufacturer narrative:
The following devices were also listed in this report: catalog: 2030-6516-1 description: 6.5 cancellous bone screw 16mm vd5jr4; catalog: 2030-6516-1 description: 6.5 cancellous bone screw 16mm h96ypl; catalog: 2060-0000-1 description: acetabular dome hole plug pw51yp; catalog: 2030-6516-1 description: 6.5 cancellous bone screw 16mm tj8y15; catalog: 2030-6516-1 description: 6.5 cancellous bone screw 16mm v003y5. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding death of a patient involving an exeter stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were returned for review. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as cause of death, device return, pathology reports, pre-operative x-rays and the primary operative report as well as patient history are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient underwent tha surgery after pelvic fracture with trident cup, exeter and competitors' cement on (B)(6) 2018. After the surgery, and when trying to change the patient's body position, the patient's condition worsened. The patient once recovered by heart massage etc. But he died. Additional information confirmed this is a primary surgery due to a pelvic fracture. Additional information states: 'the cause of death is unknown. There is the causal relationship with the procedure but the causal relationship with the product is unknown.'

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Additional devices listed in this event: catalog: 508-11-56f description: trident hemispherical multi trident cup lot: 63742601, catalog: 6570-0-132 description: delta v-40 ceramic head 32/0 lot: 62714702, catalog: 623-10-32f description: trident 10° x3 insert 32mm ID lot: x4458y. Not returned.

Event description:
The patient underwent tha surgery after pelvic fracture with trident cup, exeter and competitors' cement on (B)(6) 2018. After the surgery, and when trying to change the patient's body position, the patient's condition worsened. The patient once recovered by heart massage etc. But he died.